Event description:
The pt experienced a return of symptoms and drug withdrawal. Symptoms included arm and leg pain, nausea, headache, and a low grade fever. The pt was seen in clinic. Pump interrogation revealed a motor stall with no motor stall recovery recorded. The pump was used to deliver dilaudid and bupivacaine. The pt was supplemental with oral medications. The pump was replaced. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.